Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the probe has been placed in another region of the brain than intended with the brainlab device involved, although: - there is no indication of a systematic error or malfunction of the brainlab navigation device. - corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. - according to the hospital there are no negative clinical effects for this patient due to this issue. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the unintended placement of the ablation probe is a combination of the following: - a shift between the navigation reference array and the patients head. Virtually due to minor differences between the unsterile navigation reference array used during air registration and the sterile array used during surgery, and due to the fact that no new marker spheres have been used during the registration, and/or due to a movement of the patient's head within the headholder. - during initial patient registration the navigation software potentially did not find a match between the virtual display of the preoperative image dataset and the actual patient anatomy that was as accurate as desired for this specific surgery. Apparently the resulting shift between virtually displayed data and the actual patient anatomy was not detected during the required accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for tumor ablation was planned to be performed with the aid of the brainlab cranial navigation system version 2.1 during the procedure the surgeon: - performed the initial patient registration to match the virtual display of preoperative scans to the current patient anatomy, using automatic image registration, and verified the accuracy of registration with a satisfying result. - aligned the brainlab varioguide with the aid of navigation to the intended trajectory - drilled a burr hole into the patients skull through the varioguide - screwed the bolt required for laser ablation through the varioguide - inserted an ablation probe through the bolt and performed an intraoperative MRI scan - on the MRI scan detected a discrepancy of 8-9 mm between planned trajectory and actual probe location - performed a re-registration with a new MRI scan, planned a new trajectory and placed the ablation probe successfully with the aid of navigation. The surgery could be completed successfully. According to the hospital there were no negative clinical effects for this specific patient due to this issue.